Event description:
Clinical adverse event received for fall going up stairs directly onto both shins device and procedure (relatedness): not related. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".